Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Date sent to the FDA: 9/09/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h3 investigation summary: h3 investigation summary: a failed suture needle, labeled as pc-(B)(4), was submitted to for fractographic evaluation. The component was identified as product code frfz318. It was requested to assess the fracture mode of the failure. A fracture was observed at the suture attachment of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of pc-(B)(4). Revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile fracture mode. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The needle breakage was confirmed.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent an exploratory laparotomy for abdominal pain on (B)(6) 2021 and suture was used. During the closure of the aponeurosis the device pulled off and the needle attachment location was found broken. The surgeon confirmed that he had positioned the needle support correctly. The needle did not fall into the patient and there were no adverse consequences reported. No further information is available.